Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03621).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, loss of range of motion, lack of mobility, and elevated metal ion levels. The acetabular cup, modular head, and taper adapter were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03620-1 / 03621-1).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, loss of range of motion, lack of mobility, and elevated metal ion levels. The acetabular cup, modular head, and taper adapter were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicate patient underwent a revision procedure on (B)(6) 2015. Operative report notes a loose acetabular component and no signs of infection, osteitis, or metallosis were present during the revision procedure. Revision operative notes confirmed that the acetabular cup, modular head and taper adapter were replaced with a biomet cup, polyethylene acetabular liner and ceramic head.